Event description:
It was reported that during the femoral nailing procedure and tightening of the compression screw, the tip of the driver sheered off within the compression screw's head and was implanted into the patient.

Manufacturer narrative:
[(B)(4)].